Manufacturer narrative:
7-sep-2021 part of lead received for analysis. Lead was also fractured and had intermittent loss of capture. Upon receipt, the lead under complaint was found capped 17cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coils and lead tip was not returned. The analysis revealed a cut into the insulation 2.5cm distal to the is-1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the returned lead fragment did not show any deviations which might have led to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to shock impedance greater than 150 ohms. New rv lead placed. No adverse patient events reported. Should additional information become available, it will be added to this file.